Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer continued to use existing cartridge. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.